Manufacturer narrative:
Event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the cs100 intra-aortic balloon pump was showing no battery backup in machine. There was no information about patient involvement. No harm or injury reported.